Event description:
Patient had a gastrostomy tube placed in the or. While the patient was recovering, the gastrostomy tube was found in the patient's bed. The water had leaked out of the balloon. The surgeon examined the balloon and found a small hole.